Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), loss of libido ("loss of libido"), amnesia ("memory loss"), headache ("headaches"), abdominal distension ("bloating"), dysmenorrhoea ("painful menstruation"), menorrhagia ("excessive bleeding during menstruation") and menstrual disorder ("abnormal bleeding during menstruation"). The patient was treated with surgery (she underwent removal of the device on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, loss of libido, amnesia, headache, abdominal distension, dysmenorrhoea, menorrhagia and menstrual disorder outcome was unknown. The reporter considered abdominal distension, amnesia, back pain, dysmenorrhoea, headache, loss of libido, menorrhagia, menstrual disorder and pelvic pain to be related to essure (ess205). Further company follow-up with the lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure (ess205) (batch no. 622308, 622311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included hypertension and dysfunctional uterine bleeding. Concomitant products included lisinopril since (B)(6) 2008 to 2015. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced fatigue ("fatigue"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruation/ dysmenorrhea (cramping)"), menorrhagia ("excessive bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdomen pain"). In (B)(6) 2007, the patient experienced mood swings ("hormonal changes describe: mood swings"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"), urinary tract infection ("uti"), depression ("psychological or psychiatric problems condition: depression"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), pollakiuria ("bladder or urinary problems or changes frequent urination") and micturition urgency ("urination urgency") and was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced migraine ("migraine/headache"). On an unknown date, the patient experienced back pain ("back pain"), loss of libido ("loss of libido"), amnesia ("memory loss"), headache ("headaches"), abdominal distension ("bloating/constant bloating in my belly"), menstrual disorder ("abnormal bleeding during menstruation"), arthralgia ("joint pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), dilation and curettage). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, mood swings, vaginal haemorrhage, depression, vulvovaginal pain, pollakiuria, micturition urgency and arthralgia had resolved, the back pain, loss of libido, amnesia, headache, abdominal distension, menstrual disorder, cystitis, urinary tract infection, dyspareunia, vaginal discharge, migraine and abdominal pain outcome was unknown and the fatigue, weight increased and abdominal pain upper was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, amnesia, arthralgia, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, loss of libido, menorrhagia, menstrual disorder, micturition urgency, migraine, mood swings, pelvic pain, pollakiuria, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: it was reported that "mine wouldn't consider that essure is my issue" discrepancy noted in insertion dates: 2005, (B)(6) 2007 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: result: total bilateral occlusion. Pathology test - on (B)(6) 2017: final diagnosis: a. Endometrial curetting: benign endometrial polyps and benign secretory endometrium. Fragments of benign smooth muscle. No evidence of hyperplasia or malignancy. B. Fallopian tubes and essure coils, bilateral, excisions: benign bilateral fallopian tubes. Bilateral white metal coil devices (gross diagnosis). Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs, mr and social media received: lot no was added. New events - hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder, uti(interpreted as urinary tract infection), psychological or psychiatric problemscondition: depression, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain, vaginal pain, abdomen pain, stomach pain, joint pain were added. Severity of event vaginal pain and pelvic pain updated as severe. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, historical drug, concomitant drugs were added. Case is upgraded from other event to incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure (ess205) (batch no. 622308, 622311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included hypertension and dysfunctional uterine bleeding. Concomitant products included lisinopril since (B)(6) 2008 to 2015. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced fatigue ("fatigue"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruation/ dysmenorrhea (cramping)"), menorrhagia ("excessive bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdomen pain"). In (B)(6) 2007, the patient experienced mood swings ("hormonal changes describe: mood swings"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"), urinary tract infection ("uti"), depression ("psychological or psychiatric problems condition: depression"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), pollakiuria ("bladder or urinary problems or changes frequent urination") and micturition urgency ("urination urgency") and was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced migraine ("migraine/headache"). On an unknown date, the patient experienced back pain ("back pain"), loss of libido ("loss of libido"), amnesia ("memory loss"), headache ("headaches"), abdominal distension ("bloating/constant bloating in my belly"), menstrual disorder ("abnormal bleeding during menstruation"), arthralgia ("joint pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), dilation and curettage). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, mood swings, vaginal haemorrhage, depression, vulvovaginal pain, pollakiuria, micturition urgency and arthralgia had resolved, the back pain, loss of libido, amnesia, headache, abdominal distension, menstrual disorder, cystitis, urinary tract infection, dyspareunia, vaginal discharge, migraine and abdominal pain outcome was unknown and the fatigue, weight increased and abdominal pain upper was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, amnesia, arthralgia, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, loss of libido, menorrhagia, menstrual disorder, micturition urgency, migraine, mood swings, pelvic pain, pollakiuria, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: it was reported that "mine wouldn't consider that essure is my issue" discrepancy noted in insertion dates: 2005, (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: result: total bilateral occlusion. Pathology test - on (B)(6) 2017: final diagnosis: a. Endometrial curetting: benign endometrial polyps and benign secretory endometrium. Fragments of benign smooth muscle. No evidence of hyperplasia or malignancy. B. Fallopian tubes and essure coils, bilateral, excisions: benign bilateral fallopian tubes. Bilateral white metal coil devices (gross diagnosis). Lot number:622308 manufacture date: 2007/01 expiration date:2008/12. Lot number:622311 manufacture date: 2007/01 expiration date:2008/12. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure (ess205) (batch no. 622308, 622311) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included hypertension and dysfunctional uterine bleeding. Concomitant products included lisinopril since (B)(6) 2008 to 2015. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced fatigue ("fatigue"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruation/ dysmenorrhea (cramping)"), menorrhagia ("excessive bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdomen pain"). In (B)(6) 2007, the patient experienced mood swings ("hormonal changes describe: mood swings"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"), urinary tract infection ("uti"), depression ("psychological or psychiatric problems condition: depression"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), pollakiuria ("bladder or urinary problems or changes frequent urination") and micturition urgency ("urination urgency") and was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced migraine ("migraine/headache"). On an unknown date, the patient experienced back pain ("back pain"), loss of libido ("loss of libido"), amnesia ("memory loss"), headache ("headaches"), abdominal distension ("bloating/constant bloating in my belly"), menstrual disorder ("abnormal bleeding during menstruation"), arthralgia ("joint pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), dilation and curettage). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, mood swings, vaginal hemorrhage, depression, weight increased, vulvovaginal pain, pollakiuria, micturition urgency and arthralgia had resolved, the back pain, loss of libido, amnesia, headache, abdominal distension, menstrual disorder, cystitis, urinary tract infection, dyspareunia, vaginal discharge, migraine and abdominal pain outcome was unknown and the fatigue and abdominal pain upper was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, amnesia, arthralgia, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, loss of libido, menorrhagia, menstrual disorder, micturition urgency, migraine, mood swings, pelvic pain, pollakiuria, urinary tract infection, vaginal discharge, vaginal hemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: it was reported that "mine wouldn't consider that essure is my issue." Discrepancy noted in insertion dates: 2005, (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: result: total bilateral occlusion. Pathology test - on (B)(6) 2017: final diagnosis: a. Endometrial curetting: benign endometrial polyps and benign secretory endometrium. Fragments of benign smooth muscle. No evidence of hyperplasia or malignancy. B. Fallopian tubes and essure coils, bilateral, excisions: benign bilateral fallopian tubes. Bilateral white metal coil devices (gross diagnosis). Lot number:622308, manufacture date: 2007/01, expiration date:2008/12. Lot number:622311, manufacture date: 2007/01, expiration date:2008/12. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received: outcome of the previously reported event- weight gain was added. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.